Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/11/2022. Additional information: g4, h6 heath effect clinical code (e1707), h6 medical device problem code (a24). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate note: event reported in 2210968-2021-06712, 2210968-2022-00276 and 2210968-2022-00277 (B)(4). Date sent to the FDA: 1/11/2022. Corrected b5 narrative: it was reported by an attorney that on (B)(6) 2017 the patient underwent left achilles reconstruction during which the surgeon noted he closed the layers using sutures. It was reported that the patient had undissolved suture, infection and incomplete wound closure. No further information was provided. Corrected information: d1, d2a, d2b, h6 health effect - impact code (f24).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent an unknown surgical procedure on unknown date and an unknown suture was used. It was reported that the patient has undergone two additional surgeries. It was reported that the patient experienced undissolved suture and an infection. No further information was provided.